Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery for at least 2 hours. The customer's blood glucose was 276 mg/dl. The customer stated that she had not given herself enough insulin for breakfast, which she noted caused her high blood glucose. She stated that she changed the infusion set and reservoir, tried to rewind repeatedly, but still received the no delivery alarm. The customer reported that the alarm was resolved by an infusion set change during the no delivery during manual prime troubleshoot process. She stated that her basals triggered that alarm again. The customer's blood glucose was 223 mg/dl. Upon troubleshooting, the customer was advised that there may have been a possible issue with the infusion set, as insulin had not exited during a manual plunger push. She reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis.